Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that the dental implant was damaged at time of its placement, so it was necessary to perform its removal. There is no information about implant replacement at same surgical act.